Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the unit passed functional testing though it was noted that a fan within the unit was damaged.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator error message when starting up the system. Restarting the system did not resolve the reported issue. The representative reported that when starting the imaging system and the viewing station of the imaging system separately.